Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patients history to the event reported. Sjm defers to the patients physician regarding medical history. (B)(4).

Event description:
It was reported patients ipg became inoperable after undergoing surgical intervention for an unrelated issue on (B)(6) 2016. The patients ipg was replaced with a new one. Therapy was restored post-op and the issue is now resolved.